Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a high blood glucose level. The cause of the high bg was unknown. Reportedly, the customer reverted to an alternate method of insulin delivery. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.